Event description:
A customer reported during a vitrectomy procedure to remove retained lens fragments, a system message displayed, which could not be cleared causing a delay. Subsequently, the case was aborted. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and confirmed the system message reported in the event log. The company rep noted a large amount of balanced salt solution (bss) residue in and around the fluidics module. The company rep replaced the fluidics module as a preventative measure. The system was then tested and met all product specs. The fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).